Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2022 for a follow up. The patient complained of dark stools. The clinical study medication was held. The patient was not admitted and there were plans to repeat hemoglobin and hematocrit labs in one week. On (B)(6) 2022 the patient's liver function tests were found to be elevated. Their statins were held and their tylenol (acetaminophen) was changed to as needed. Also on (B)(6) 2022 the patient had an elevated white blood cell count and positive urinalysis. A urine culture was collected and the patient was started on IV antibiotics. On (B)(6) 2022 the patient was noted to have a right lower lung opacity on a chest x-ray and a left effusion. Their white blood cell count was 24.9. The patient was started on empiric vancomycin and zosyn (piperacillin-tazobactam). Blood cultures were taken. A computed tomography (CT) scan of the chest, abdomen, and pelvis showed a 4.1 cm phlegmon superior to the left ventricular assist device (lvad), possibly within the pleural space. A chest tube was placed on (B)(6) 2022 and cultures were sent. During the night of (B)(6) 2022 the patient became hypotensive and was given two IV fluid boluses and dopamine. An echocardiogram (echo) was done at bedside. The patient was transfused with four units of packed red blood cells (prbcs) and one unit of fresh frozen plasma and started on IV levophed (norepinephrine), vasopressin, and vitamin k. The patient was moved to the intensive care unit (ICU) and an arterial line was placed.

Manufacturer narrative:
Section b5: correction - "it was reported that the patient presented to clinic on (B)(6) 2022 for a follow up. The patient complained of dark stools. The clinical study medication was held. The patient was not admitted and there were plans to repeat hemoglobin and hematocrit labs in one week" was incorrectly reported for this patient. This information belongs to a different patient and was determined to be non-reportable by the manufacturer. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, hepatic dysfunction, infection, and other neurological events (not stroke related) as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also provides care instructions in reference to preventing infection and suggested responses in the event of infection. Furthermore, the heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 the patient was found to have a small left sided apical pneumothorax. A chest tube was placed to suction. On (B)(6) 2022 the patient complained of hallucinations that prevented him from sleeping and made him restless. The patient was started on trazadone for sleep aid and olanzapine for hallucinations as needed.